Event description:
After induction of anesthesia, gas analysis monitor indicated presence of inspired co2. Close inspection of the original circuit revealed the inspiratory limb was not attached to its fitting which allowed the pt to rebreathe their exhaled gases. No pt injury occurred.